Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of symptoms/ae: 8 months post-procedure. It was reported that approximately 8 months post an uneventful right internal carotid artery stenting procedure, routine angiogram revealed in-stent restenosis. There were no reported neurological patient sequelae. The re-stenosis was successfully treated with angioplasty. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this report. Angiogram images were received and reviewed confirming there is restenosis within the internal carotid part of the stent, likely due to intimal hyperplasia.